Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: forcible angulation of the bending section applied a load to the metal parts inside the device, leading to breakage of a metal part. An end surface of the broken metal part caused damage to the bending sheath cover. Deterioration of and damage to the parts concerned due to the use of the product after a lapse of its service life caused the metal-part to protrude through the bending sheath cover. The legal manufacturer reported that the instruction manual "important information-please read before use" in the IFU was reviewed to fine the following: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
As the device was returned for evaluation but has not aerated yet, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is evaluated, a supplemental report will be filed.

Event description:
The user facility reported that the device has broken crystals. There was no patient involvement. No additional information was provided.